Event description:
The customer reported that the unit was not charging. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit was not charging. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the issue was verified. The ac power supply was replaced to resolve the reported issue.